Event description:
When clearing 24 hr total, autosyringe was set to deliver 20 cc/hr instead of 1 cc/hr. Infant was receiving heparin.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.